Event description:
It was reported that before use, while unpacking the balance heavyweight guide wire, the nurse noted that the guide wire was separated because there were two parts of the guide wire in the package. The device was not used in the patient anatomy and there was no patient involvement. A balance middleweight (bmw) hydro guide wire was used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.